Event description:
It was reported that the patient had two inappropriate shocks due to t-wave oversensing and large railing noise. Office testing was able to reproduce the noise. The shock occurred with the sensing vector set to secondary. The sensing vector has now been reprogrammed to the primary vector. Also, the shock impedance is high but within normal limits. There were no additional adverse patient effects. The system remains implanted.